Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient had a gynecological procedure in order to treat cystocele ( midline grade 3), pelvic pain and pressure and mesh was implanted. It was reported that the patient had a concurrent procedure of an anterior colporrhaphy with mesh placement system with good results performed during mesh implantation. . It was reported that following insertion, the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, and dyspareunia. It was also reported that patient underwent mesh revision/removal on (B)(6) 201,2 due to exposed vaginal mesh. It was reported that the patient underwent mesh excision, bilateral iliococcygeus fixation and cystoscopy on (B)(6) 2012 due to exposed vaginal synthetic mesh. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced urinary urgency, urinary frequency and urinary tract infection.

Event description:
Details: it was reported that following insertion, the patient experienced urinary urgency, urinary frequency and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, atrophic vaginitis and vaginal vault prolapse.

Event description:
It was reported that following insertion the patient experienced urinary incontinence, atrophic vaginitis and vaginal vault prolapse.